Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to a fluid leak from right cylinder. The device was removed and a new ipp was implanted. No further complications to the patient were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.